Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, and that insulin was "squirting" out. The customer treated with 12 units of insulin via manual injection. The customer stated that insulin kept being pushing out until the reservoir was empty. The most recent blood glucose reading was 135 mg/dl. Upon inspection, it was found that the drive support cap was protruding. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.